Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the rep was attempting to turn the ins off for an unrelated surgery and saw a por message on the patient programmer. They were trying to turn the device off using the patient programmer and when they attempted to use the remote, the por message was displayed. They were unable to clear the por at the time of the call and it was reviewed that when a por occurs, the ins was off. There were no symptoms reported. No further complications were reported or anticipated.